Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was not returned for evaluation. The root cause of the access site bleeding was a lack of vessel recoil onto the sheath due to bleeding at arteriotomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced a hematoma developed while in cath lab. Manual pressure and the impella cp was explanted to address the issue. The patient survived the procedure.